Event description:
Procedure type: lap chole. According to the reporter: the end of the obturator snapped off when being inserted into cannula as entire instrument was being inserted into pt. Another product opened. No pieces fell into the cavity. There was no add'l bleeding and neither the operative time nor the incision size were extended. A new bladeless was used to complete the case. The pt's status is fine. No pt injury.

Manufacturer narrative:
(B)(4)